Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the s5 gas blender system. The incident occurred in (B)(6). Through follow-up communication with field service representative, livanova learned that during procedure fi02 was changed by the customer from 1.00 to 0.80, as a consequence the air+02 went from 2.0 lpm to 1.5 lpm and then the unit alarmed. After the case the involved unit was re-installed by the customer and it could not possible to duplicate the issue. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue only by pinching the mix tubing while the system was running. All settings were tested without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a s5 gas blender system gave an alarm related to set/actual value of air+o2 after adjusting the fio2 from 1.00 to 0.80 during procedure. The unit was changed out by the customer and the case was completed. There was no patient injury.

Manufacturer narrative:
Complaints database analysis revealed no similar event since unit installation in 2019. Based on the above facts and considering how the technician reproduced the failure it cannot be ruled out that the reported event was cause by accidental user error during the handling of the unit. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.